Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice automated pd set with cassettes had connection issue; further described as "the tube with the white clamp which connects to the solution bag would not connect to the solution bag as both ends looked the same". This occurred during preparation for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice automated pd set with cassettes had connection issue; further described as "the tube with the white clamp which connects to the solution bag would not connect to the solution bag as both ends looked the same". This occurred during preparation for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.